Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coil on my left appears to have migrated, be far into tubes not trailing in uterus") and endometriosis ("endometriosis issue") in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and endometriosis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with oophorectomy) and surgery (oophorectomy). At the time of the report, the device dislocation and endometriosis outcome was unknown. The reporter considered device dislocation and endometriosis to be related to essure. Concerning the injuries reported in this case, the following events were reported via social media: device dislocation, endometriosis. Most recent follow-up information incorporated above includes: on 4-sep-2018: social media received - new event endometriosis issue were added. New reporter were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil on my left appears to have migrated,be far into tubes not trailing in uterus') and endometriosis ('endometriosis issue') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant) and abdominal distension ("swelly belly"). The patient was treated with surgery (hysterectomy with oophorectomy and oophorectomy). At the time of the report, the device dislocation, endometriosis and abdominal distension outcome was unknown. The reporter considered abdominal distension, device dislocation and endometriosis to be related to essure. Concerning the injuries reported in this case, the following events were reported via social media: device dislocation,endometriosis,abdominal distension. Most recent follow-up information incorporated above includes: on 20-mar-2020: information received via social media new event - swelly belly was added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil on my left appears to have migrated,be far into tubes not trailing in uterus') and endometriosis ('endometriosis issue') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant) and abdominal distension ("swelly belly"). The patient was treated with surgery (hysterectomy with oophorectomy and oophorectomy). At the time of the report, the device dislocation, endometriosis and abdominal distension outcome was unknown. The reporter considered abdominal distension, device dislocation and endometriosis to be related to essure. Concerning the injuries reported in this case, the following events were reported via social media: device dislocation,endometriosis,abdominal distension . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.